Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material clogged the air water nozzle. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported, the air/water feeding from the gastrointestinal videoscope was insufficient. The issue was found during reprocessing. The customer did not find any foreign material in the nozzle. The subject device was reprocessed correctly and the clogged endoscope was used for the next procedure. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of forceps elevator (fe) lever, the up/down knob cannot be locked securely. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.